Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the ilet screen did not respond when the user attempted to confirm drops during training, and the clinician elected to allow the device to power down and retry after restart. Blood glucose was not affected, and no alarms were reported in association with the event. No clinical effects were reported. The outcome included no impact to health and no requirement for medical intervention. An investigation was conducted, which included troubleshooting and user education provided over the phone. Review of the available information indicated a transient user interface display or touchscreen responsiveness issue consistent with a screen unresponsive condition. There was no evidence of a dosing error or impact to alarm functionality. Based on previously established findings for similar reports, it was concluded that the cause was a user interface malfunction with an indeterminate root cause pending further evidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.